Manufacturer narrative:
The device was returned for analysis. The reported knot advancement issue was confirmed due to the condition of the returned device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The three (3) additional proglide devices referenced are filed under separate medwatch report numbers. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with four proglide devices were attempted in the mildly calcified right common femoral artery via 6f sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the proglide plunger was removed, no sutures were attached to the needles with two proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 10f and the aaa procedure was completed. The knots of the two additional proglide devices could not be advanced. A cut-down was performed to remove the sutures and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure due to the cut down procedure. No additional information was provided.